Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately low when compared to her feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation. In (B)(6) 2012, the patient stated, she obtained readings of "60-150mg/dl" on her lfs device. The patient reported using lantus insulin on a sliding scale between 5-23 units to manage her diabetes. The patient reported in response to the low readings, she skipped her usual dose of medication in (B)(6) 2012. The patient reported a couple of hours after obtaining the reading, she developed symptoms of "flushed and blurred vision." The patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips were found to be in good condition. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. The meter and test strips involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following conclusion(s): the meter and test strips have passed testing with no faults found, the complaint was not confirmed. Based on the information provided, this complaint is being reported because, the patient alleged obtaining inaccurately low readings, skipped her usual dose of medications and developed symptoms suggestive of hyperglycemia after the issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter and test strips have passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.